Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was not confirmed. The reported complaint was not duplicated by testing on the blood loop. No venous oxygen saturation (svo2) inaccuracies were observed after an in-vivo calibration was performed. The svo2 values were found to be inaccurate prior to an in-vivo calibration, but with the new software no accuracy is claimed until one is completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) was doing a re-op coronary artery bypass graft (CABG) times one. The venous saturation showed 52/53% on the blood parameter monitor (bpm). The ccp knew by the blood color, the venous saturation was okay. The ccp took a venous blood gas sample and the saturation was 64%. The ccp pressed "store" on the bpm and changed the "sats" on the bpm based on the blood gas. The bpm seemed like it was operating correctly until the rewarm phase, did another venous saturation and it was ten points off again. The device was not changed out, as they took extra blood gas samples. The surgical procedure was completed successfully. There was no delay, no blood tests, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: the reported issue was that the svo2 measures of the bpm did not match those measures of a laboratory analyzer (I-stat). This was a re-operative procedure and the bpm was gas calibrated with the 540 calibrator prior to cpb. This was an adult procedure and early in cpb, the bpm was measuring the svo2 as 52-53% even though the blood color indicated the saturations were higher. An in-vivo calibration was completed and when the bpm was measuring the svo2 as 53%, the I-stat measured svo2 was 64%. During the in-vivo, the bpm svo2 was set to 64% to match the I-stat. The svo2 measure of the bpm appeared to track with the I-stat during cooling, but as the patient was rewarmed, again the bpm svo2 measure was 10% points lower than the I-stat measure. There was no patient history of hemoglobin (hgb) issues or bilirubin problems and no indication that interfering dyes had been administered. There were no error codes displayed. The case was completed successfully, without delay and without associated blood loss. There were no patient missed treatments based solely on the svo2 data. There was no harm observed.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00214, this bpm is on software version 1.69. Per the sales representative, the customer is not going to change this unit out yet for replacement. The customer has done (B)(4) cases since software update was done by a third party. They had not noticed any questionable readings until this week.